Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized femoral component, catalog #: 42500006202, lot #: 63193675; persona fixed bearing articular surface, catalog #: 42522400510, lot #: 63082229; persona all polyethylene patella, catalog #: 42540200032, lot #: 63346178. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00040, 0001822565-2018-01380, 0002648920-2018-00178. Remains implanted.

Event description:
It was reported that the patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.